Event description:
The hosp reported during a procedure to break up and remove kidney stones, an ultrasonic lithoriptor suction hose was incorrectly inserted into the roller pump. Instead of suctioning debris from the fractured kidney stones, air was pumped into the pt's kidney. Following the discovery of the mis-connection, the hosp reported the hose was reversed in an attempt to recover from the mistake. However, the pt's electrocardiogram began to show signs the pt was under stress and the pt went into cardiac arrest. The pt was unable to be revived and subsequently expired.